Event description:
The arthroplasty was revised due to recurrent dislocation and instability. The acetabular liner and femoral head were revised. The components were implanted in situ for 1.46y. Medical records and x-rays were not provided to stryker for review.